Event description:
Facility reported that the needles felt dull and that the pt had oozing during treatment at the needle insertion site. Ebl 20-100cc's. The pt did not require intervention and did not have a problem with hematocrits.